Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a follow up, an increase in pacing threshold and decrease of r wave amplitude were observed. The lead was explanted and replaced. After extraction procedure lead damage on the proximal part of the lead was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.